Event description:
It was reported the patient received the following results within 15 minutes: 61 mg/dl (system 1), 108 mg/dl (system 1), and 246 mg/dl (system 2). The same test strip lot number was used for both meters and results.